Manufacturer narrative:
B5: upon follow up it was reported that antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. Nine days after event onset, the patient was hospitalized for the peritonitis event. On the same day as the event onset date, the patient was treated with vancomycin injection (discontinued 10 days later,1gm, every 72 hours, route not reported) and cefepime injection (discontinued 10 days later, 1gm, daily, route not reported) for the event. On an unknown date, the patient began treatment with injection of elores (1.5m, ongoing, route and frequency not reported). At the time of this report, the patient, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.